Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a therapeutic laser lithotripsy procedure, the laser fiber caught on fire at the insertion point of the laser into the machine during use. The fire was visualized, the operation was stopped, the emergency red button on the laser was pushed, and the laser machine was unplugged from the wall. There was no harm to the patient or staff. No patient impact, the surgery was stopped/completed at the time of the fire. There was no prolonged episode of care as a result of the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be established, since the device was not made available. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.